Event description:
Following placement of bilateral essure implants, a small fibroid was excised from the uterine cavity. After excision of fibroid, a portion of the distal end of the metal essure implant was found floating in the uterine cavity. Reason for use: undesired fertility.